Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing, and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no allegation against the titanium adapter, and it was still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.